Event description:
During a da vinci-assisted splenectomy procedure, the liver was lacerated when the assistant surgeon blindly inserted a 3rd-party trocar through an assistant port. The assistant surgeon was inserting the trocar since the surgeon had requested for a liver separator/retractor (a 3rd-party manufacturer device). Minimal bleeding occurred which was controlled with bipolar cautery. The surgeon then continued the surgery and during the dissection of the spleen, bleeding was detected. However, the surgeon was unable to detect the actual source of the bleeding and could not adequately control the bleeding. The surgeon tried to cauterize the region of the spleen to stop the bleeding but was unsuccessful since the tissue was too friable. It was also initially reported that suctioning was not working as well during the bleeding episode. However, per follow-up information obtained, the or staff did not realize that the suctioning device was not connected prior to the start of surgery. There was no unexpected movement of an da vinci instrument or arm which caused the injury to the spleen. The surgeon elected to convert the procedure to open surgery in order to control the bleeding. The amount of bleeding due to the spleen injury was 500 ml. The patient did not receive a blood transfusion. The surgeon stated that the injury to the spleen was due to severe hyperplasia of the spleen. There was no post-operative complication in the patient. Videos/photographs of the procedure are not available for intuitive surgical, inc. (Isi) for review.

Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative bleeding can be attributed to the patient anatomy. The surgeon stated that the tissue of the spleen was "too friable." The cause of the liver injury can be possibly attributed to use-error as the assistant surgeon inserted a 3rd-party trocar blindly , leading to the liver laceration. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no products are expected for return to isi for evaluation. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality this complaint is being reported due to the following conclusion: during a da vinci-assisted splenectomy procedure, the liver was lacerated when the assistant surgeon tried to insert a 3rd party trocar blindly. There was minimal bleeding which was controlled with bipolar cautery. During dissection of the spleen, bleeding from the spleen occurred. The procedure was converted to open surgery in order to control the bleeding. The surgeon stated that the injury to the spleen was due to severe hyperplasia of the spleen. The spleen tissue was reportedly "too friable." There is no allegation of system, instrument or accessory malfunction during the procedure and no allegation that the da vinci system contributed to patient harm.